Manufacturer narrative:
Manufacturer ref no.: (B)(4) - baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was unable to be reproduced. Upstream occlusion alarms were confirmed through the event history log and were determined to be caused by a failed processor printed circuit board (pcb) assembly. The failed processor printed circuit board (pcb) assembly was replaced.

Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no patient injury.